Event description:
It was reported that indicated battery charge on pump dropped by 35 percent in a short period of time earlier in the day, but this did not cause unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. Customer support provided education on battery best practices, and customer was advised to monitor system and call back if issue persisted, with no additional actions reported.